Event description:
Additional information received indicates, patient lost over 40 lbs weight causing pain in the ipg pocket site. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was repositioned deeper in the pocket to address the issue.

Manufacturer narrative:
Updated a4: patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's thoracic ipg pocket site will be revised for an unknown reason.